Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) which was removed and replaced in the same procedure due to the lens being cracked during the loading process. It was stated that the surgeon did not discover the cracked lens until it was implanted. An incision enlargement was created to remove the lens. Furthermore, it was reported that an alcon universal shooter with ''b'' cartridge was used. Patient outcome was stated to have been good. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned product revealed a cracked iol with a torn optic with evidence of viscoelastic. It was reported that the abbott medical optics lens was inserted using an alcon insertion system.